Event description:
It was reported that the external pulse generator (epg) had condensation under the screen and was unable to turn on. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had condensation under the screen and was unable to turn on. The main printed circuit board (pcb) was contaminated. It was noted that the hanger assembly was broken. Additionally, the upper case was both contaminated and dented, while the keypad flex, encoder assembly, and four knobs were contaminated. The lower case also exhibited breakage and contamination. Further observations revealed that the main seal was broken, two tubes and the tube sleeve were contaminated, and the lcd display showed signs of contamination. The display frame and its four screws, along with six screws securing the main pcb, were all contaminated as well. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.